Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 295mg/dl and the customer was to use manual injections to address the bg level. The customer changed their pump supplies resolving the occlusion alarm. Additionally, the customer reported that their pump shutoff. The customer's bg level was not impacted by this event. After the pump shutdown, the customer connect the pump to a power source and observed a jump in the battery gauge from 5% to 40% and subsequently received a malfunction. Following the malfunction, the pump shutdown once more. The customer reported that manual injections would be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions were verified. No failure related to the reported occlusion alarm was identified.